Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a vascular access attempt for digital subtraction angiography, the micro puncture sheath detached within the patient. The clinician states that the sheath had detached approximately 1inch from the catheter hub. Surgical intervention was necessary to remove the foreign body from the patient with no additional consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to excessive handling of the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.